Event description:
A malfunction alarm was reported by a customer, who received an error identified as 3-0x2076. There was no reported adverse impact on the customer's blood glucose level. The complaint was closed after the customer confirmed they would not return the pump. No further information was provided.